Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking from the back of filter on an IV tubing during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
Additional information: a picture of a micron filter in a bag was provided by the customer. However; the picture was not clear enough too see were the leak occurred.